Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated during the lot release; a single device exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a vad, a 14f manta was deployed for closure. The physician was not able to introduce the bypass tube through the hemostatic valve of the manta sheath. The complaint has been associated for further investigation, lot review and other testing. Associated to: MDR fu-3010252479-2021-00133 manta

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician stated to me that the footplate on two 14f manta devices and the bypass tube would not enter the sheath properly. This resulted in requiring removing both devices. Additional information received on 01oct2021: during the vad procedure, there were no issues with advancing or withdrawing procedure sheaths. It was confirmed that both manta sheaths were removed over the wire, and a new sheath was placed. The third manta sheath was a manta 18f. Associated to: MDR 3010252479-2021-00133 manta.